Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi, but initially stated she had obtained the e-5 error message. At the time of the call, the customer reported feeling symptoms of hyperglycemia such as fatigue and thirst. Customer was going to seek medical attention. No further information was able to be obtained.